Manufacturer narrative:
Unit passed the displacement test. Unit alarmed motor error during basic occlusion test and received compromised force sensor system alarm during prime/compromised force sensor system test at 4 lbs. Due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked belt clip slot. This MDR related to the puerto (B)(4)rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while changing the infusion set. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.